Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had large amount of drainage (blood) from chest drains post implant for several hours on return to the intensive care unit (ICU) (70-360mls/hr) despite receiving protamine and fresh frozen plasma (ffp). Patient was taken back to surgery and a sternotomy was performed and several bleeding areas were identified on the sternum. Areas were diathermied and hemostasis was achieved. Patient returned to the ICU and remains stable. It was stated that there was minimal bleeding from chest drains post-surgery. Bleeding was stated to have been from the sternum and during post-surgery recovery the bleeding finally subsided. It was further stated that there was no pump malfunction associated with the event. No additional information was provided.